Event description:
Report that claim collapsed and end user fell, resulting in an upper arm fracture.

Manufacturer narrative:
It was reported that the end user was sitting on the rollator and moved it to change its location. As he moved the rollator, the frame collapsed and he fell, fracturing a bone in his upper arm and was given a sling to wear. The sample was not returned and no medical documentation was provided. No lot number was reported. It is not known if the rollator was appropriately secured in the open position or if the brakes were engaged at the time of the incident. As stated in the owner's manual, the rollator is not intended to be used as a wheelchair and should not be moved while the end user is sitting on the seat. Without a sample, we have not confirmed the issue or identified a potential root cause. We have no trends for this issue with this product. However, due to the reported fracture, this medwatch is being filed.